Event description:
The customer stated that she was hospitalized due to hypoglycemia. Troubleshooting was performed and found that the insulin pump was programmed correctly. The displacement test passed. The customer stated that she had accidently given herself 100 units of insulin, but the history files on the insulin pump did not record any abnormally large deliveries. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as not prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.